Event description:
Rayner intraocular lenses limited received notification from the (B)(6) hosp of an event that occurred during use of a single use soft tipped disposable injector (model r-inj-041). The (B)(6) hosp has informed rayner intraocular lenses limited that the injector was broken.

Manufacturer narrative:
The reference (B)(4) was allocated to this complaint by rayner intraocular lenses limited. Our review of production records of the r-inj-04 injector batch b042 confirms that all mfg and quality checks were conducted with successful results. All injectors released from batch b042 met spec criteria. Complaints since june 2010, the month of manufacture were reviewed and we can confirm that no other complaints of any type have been received against the r-inj-04 injector batch b042. The r-inj-04 injector subject to this report was supplied in a system pack with a rayner t-flex aspheric 623t intraocular lens. The r-inj-04 injector is available in the united states of america however, it is supplied as a stand-alone product.